Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the pump powered with the returned battery cap. The battery compartment was found to be cracked in the thread area and below the grip pad. Additionally, the pump case was cracked in the right hand corner of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.